Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.